Event description:
Caller reports that, this device has electrocuted him 20 times for no heart related reasons. This has caused him some nerve damage especially in his right eye. He had to see a specialist to repair the damage. He also suffers from back pain. After an x-ray his doctor reported that he now also suffers from back arthritis and this is probably related to the pace maker.